Manufacturer narrative:
Concomitant medical products: model: 694965, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent atrial undersensing during treated episodes. Follow-up was completed with the patients clinic. The allied health professional (aho) at the clinic stated they have not seen the patient in-office recently and last received a remote transmission from the patient approximately three months ago. Ahp confirmed there had been no reprogramming completed at this time and stated they will reach out to the patient to follow-up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead displayed diminished sensing, which was noted as a chronic issue. The lead remains in use. No patient complications have been reported as a result of this event.